Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an 8 french pediatric straight catheter kit had been opened to obtain a urine sample from the patient. The catheter, which should have remained secured in the collection tube until manually pulled out, had been loose and had fallen out of the collection tube during the procedure. Another nurse who had been assisting with holding the patient had helped stabilize the tube to maintain sterility. No harm had reached the patient; however, the issue had resulted in awkward positioning and a slower procedure. Two more 8 french pediatric straight catheter kits with the same lot number had been opened. One had also been loose, with the catheter slipping out of the collection tube, while the other had shown some resistance and had not fallen out as easily.